Event description:
It was reported, the patient did not feel stimulation but she urinated okay. It was stated, the patient ¿could never feel stimulation like other people because of radiation treatment.¿ it was noted, the patient did not know how to use the programmer to turn stimulation off because she did not have time to review. It was stated, the patient saw the low battery icon on the programmer. The patient planned to change the programmer batteries and call back if needed. It was reported, the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Product ID 3889-28, lot# unknown, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient (B)(4).